Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the ac adapter for the subject meter was missing. No further details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.